Manufacturer narrative:
E1 - address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure: the universal cord is broken was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event is caused by a component failure of the universal cord. The most likely cause is that the universal cord was damaged by the excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's universal cord is broken. The issue was identified in maintenance. There were no reports of patient harm.